Event description:
It was reported that the device was leaking oil from the tip during sterilization. The device was investigated by the biomed department at the account, and no oil was seen. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was received at the manufacturer for investigation. The investigation is on going. A follow up report will be filed when the investigation is complete if the results require.